Event description:
It was reported that during a follow up, an episodes of noise were observed. Externalized conductors were noted under x ray. The patient is pacer dependent. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.